Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 2.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, on initial inflation at 8 atmospheres for 40 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. The balloon was tightly folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No issues were detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 2.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, on initial inflation at 8 atmospheres for 40 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.